Manufacturer narrative:
(B)(4). The customer returned one unit 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to successfully load into the jaws of the applier and close. This was repeated with the same result. Two clips were applied to over-stressed surgical tubing and were able to stay attached. The remaining clips were fired with no issues. The sample was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. No defects or anomalies were observed. The reported complaint of "unit misfiring" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, no problems were found as clips could be loaded into other remarks: the jaws and close with no issues. The device was received with 6 clips remaining in the channel indicating that the end user fired 9 clips. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No functional issues were found with the returned device. No further action will be taken.

Event description:
The device was misfiring after the 3rd clip fired. There was no patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73j1600515 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time.

Event description:
The device was misfiring after the 3rd clip fired. There was no patient injury.